Event description:
While mixing ocrevus syringe being used to mix med had a manufacture defect. Inside the syringe was a piece of floating plastic which appeared to be a piece of a separate syringe. Bd syringes used to mix med lot 3235635, exp: 2028-07-31 or 3209663, 2028-07-31.